Event description:
It was reported that the tip of the t20 driver sheared off during final tightening of the connector. The broken fragment was retrieved. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. A visual examination confirmed the tip was sheared off. It appears that a torsional force great enough to shear the tip was applied to the instrument. A review of the device history records found no documentation to indicate a non conformance to specification.